Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic for regular follow up visit. Upon interrogation it was noted that the left ventricular lead threshold had increased significantly and as well the impedance. The physician has reprogrammed the device to right ventricular only pacing only. The patient was stable and asymptomatic.